Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue with the system monitor was confirmed with the returned system controller (serial # (B)(4)). The system controller was connected to laboratory equipment, and the reported issue was able to be reproduced. Electrical measurement confirmed an opened/severed condition with an underlying communication wire within the white power cable that attributed to the reported event. The white power cable was dissected near the strain relief. Visual inspection did reveal a compromised communication wire approximately 2.5 inches from the connector. The damage appears to be related to the repetitive flexing of the cable during use. The log file retrieved from the returned system controller captured a no external power alarm event on (B)(6) at 7:23 am relating to a loss of power from the mobile power unit. The no external power alarm cleared shortly after a power exchange to the 14v batteries. Power cable disconnect alarm events were captured and all were related to routine power exchanges. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(4)) was shipped to the customer on 20sep2019. Heartmate 3 patient handbook cautions the users to call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself. Under section 5 alarms and troubleshooting informs the user: do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Also, under this section, all alarm conditions are addressed. Heartmate 3 instructions for use states replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's report number: 2916596-2021-00032. It was reported that the patient's controller would not connect to the system monitor. While connected to the white lead of the patient cable, it appeared as though no patient was attached on the system monitor. The controller was exchanged and the new controller was able to connect to a patient cable and parameters were viewed on the system monitor. Upon further interrogation of the log file, it was reported that a no external power event occurred on (B)(6) 2020 during a power exchange to 14v batteries.